Manufacturer narrative:
Siemens healthcare diagnostics headquarters requested more information from the account to assist in the investigation. The account provided heterophile antibody blocking tube (hbt) data. After hbt tube treatment, the sample result was almost the same = 5.28 ng/ml as the original values (first result at 9:33 am = 5.54 ng/ml) ; 2nd result at 11:29 = 5.42 ng/ml ; 3rd result at 11:30 = 5.50ng/ml). The account did not provide a list of any medications that the patient may have been taking, and if they were undergoing in vitro fertilization therapy. No other tests were repeated on an alternate methodology. The customer has stopped using the prog fertility test and has not agreed to provide further information. The siemens headquarters support center investigation has been concluded as no further information is forthcoming from the account. Root cause of the incident on the single patient remains unknown.

Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the cause for the falsely elevated prog result is unknown. The prog flex reagent cartridge instructions for use limitations of procedure section states: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant elevated progesterone (prog) results (initial and repeat) were obtained on a patient sample on the dimension vista instrument. The result was reported to the physician who questioned the result. The same sample was later repeated at an alternate laboratory on an alternate non-siemens methodology and a lower result was obtained and reported. There is no indication that patient treatment was altered or prescribed on the basis of the discrepant elevated progesterone (prog) result. There was no report of adverse health consequences as a result of the discrepant elevated progesterone (prog) result.